Event description:
Percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery. After stent placement, the intravascular ultrasound (ivus) catheter was introduced into the lesion; however, it became stuck on the distal end of the stent. A guide catheter was inserted, a balloon used and the ivus catheter was successfully removed. The procedure was completed with another ivus catheter. The pt status was reported as "good".

Manufacturer narrative:
New code request has been submitted for stuck in stent.